Event description:
This complaint was reported by a customer from france. Delivery issue, suspected over delivery.

Event description:
This complaint was reported by a customer from france. Delivery issue. Suspected over delivery.

Event description:
This complaint was reported by a customer from france.delivery issue. Suspected over delivery.